Event description:
Pt had catheter inserted 11/93 for chemotherapy for hodgkins disease. She experienced pain under clavicle and down her arm during flushing procedure. Catheter removed with portion remaining in pt. Pt to surgery to remove piece.